Manufacturer narrative:
Additional information - b2, b5, d7.

Event description:
Additional information - the system was explanted on (B)(6)2020. The patient was in stable condition.

Manufacturer narrative:
Correction - b5 (additional related manufacturer number), d11 (additional concomitant product.)

Event description:
Additional related manufacturer reference number: 2017865-2020-06733.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06449, related manufacturer reference number: 2017865-2020-06451. It was reported that the patient presented while at the hospital for pneumonia. There was a +/- clot found on the right ventricular lead. The patient's blood culture tested positive for staphylococcus epidermidis. The patient had endocarditis and multiple large vegetations on the implantable cardioverter defibrillator system. The patient was in stable condition.